Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer did not accept the quote and no work order was generated. It is unknown what the outcome of the service event was and no further information was provided. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 indicating that the battery is not working. It is unknown if the unit was in inpatient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).